Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the local distributor informed the site that the mobile power unit (mpu) had a broken patient cable. The issue was discovered during regular maintenance. The device was out of use in storage room of the facility. The distributor team was requesting the device be repaired.

Manufacturer narrative:
B1 ¿ type of report: correction. Manufacturer's investigation conclusion: the reported event of a damaged mobile power unit (mpu) patient cable was confirmed. The mobile power unit serial number (B)(6) was serviced at edc service center. Visual inspection revealed that the insulation of the patient cable is damaged, the bottom cover, battery door and handle are cracked and the red battery strap is frayed. All damaged parts were replaced, the mpu was functionally tested per the procedure and passed all test steps. Further evaluation of the cable, performed at ppe group did not reveal any electrical problem with the inner wires. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, section 6 entitled ¿equipment maintenance¿ (storing 6-3 and cleaning and maintaining the equipment 6-4) and instruction for use rev g, section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook rev g and instruction for use rev g caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative info. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On 31oct2024, it was stated that visual inspection revealed that the insulation of the patient cable was damaged. The bottom cover, battery door and handle were cracked. The red battery strap was frayed. The patient cable, bottom cover, battery door, handle, and red battery strap were to be replaced. A software label, battery label, wire clip, and two wire saddles would be added.